Manufacturer narrative:
Product ID: 3387, serial# unknown, product type: lead. Product ID: 7482, serial# unknown, product type: extension.

Event description:
A health care professional (hcp) via a manufacturer representative reported a consumer's condition got worse and electrode 2 showed impedance over 14000 ohms. The consumer's setting was changed to 1-,3+. It was unknown if any factors led to the event. The issue was not resolved at the time of the report. The consumer's medical history included parkinson's disease.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the health care provider (hcp) decided to use other electrodes for programming so the lead and extension were still in use. No further issues have been reported.